Event description:
The reporter claimed the animas insulin pump has a pump setting issue. According to the reporter, the pump did not provide a low cartridge warning. The date and time was correct. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the pump setting issue.

Manufacturer narrative:
(B)(4): the pump menu confirmed that the low cartridge was set to 50 units. An ez prime operation was performed and the pump correctly calculated the insulin remaining reading. A low cartridge warming was generated on the bench and the pump correctly alerted with audio/visual/vibrate features. The history was reviewed and confirmed that several low cartridge warnings were recorded in the pump history.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).